Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure an aneurysm was found. A taxus express2 drug eluting stent of an unk size was implanted in 2006, in the left anterior descending (lad) coronary artery. The patient returned to the facility at a later unk date for an unk procedure and an aneurysm was found. It is unk if any intervention was performed. Additional information was requested, but there has not been a response as of the date of this report.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient, therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.